Event description:
Procedure: robot assisted laparoscopic roux-en-y gastric bypass, hiatal hernia repair, lysis of adhesions. Surgeon was firing the stapler during the roux-en-y procedure, when the stapler fire started making crunching noise and wouldn't completely fire the staple load. Another stapler was obtained, and the procedure was completed. No harm to the patient. Covidien representative available during the case.